Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose and his insulin pump is not working correctly. Customer stated that the insulin pump was not delivering insulin, was alarming motor error and no delivery during bolus. Nothing further was reported.